Event description:
It was reported that during a tonsillectomy procedure using a procise xp wand with a coblator ii controller, after 25 minutes of activation it was noticed that the wand tip appeared charred and was smoking. Another like wand was opened, yet produced the same results. These events contributed to a 40 minute surgical delay before the surgeon opted to complete the procedure using a competitive device. There were no pt complications reported as a result of this event.